Event description:
During a routine check of the console, a hole was found in the foot pump tubing. The hole in the tubing appeared to be caused by battery acid that leaked into the foot pump compartment. A follow up confirmed a battery pack leaked and seeped into the foot pump compartment causing the hold in the tubing. The tubing was replaced and the batteries were removed and replaced.